Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte agrd bc needle did not retract. The following information was provided by the initial reporter: needle did not fully retract when safety was activated. Caregiver was stuck with dirty needle.

Manufacturer narrative:
Our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs from material 382533 and lot number 3293407. A device history record review showed no non-conformances associated with this issue during the production of this batch. One photo showed evidence that the safety mechanism had been activated. The needle was partially retracted; however, the needle tip protruded from the opening in the grip. Although your reported issue was confirmed, the observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information.